Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and a too low (negative) vacuum pressure inside the ventilator piston was found to be the root cause. Since also a mismatch between the applied volume and the inspiratory volume measurement was detected based on the logs, most likely a leaky upper diaphragm was the root cause. However, as the reported symptom could not be reproduced during on-site checking in follow-up to the event, the exact root cause could not be finally determined. For proper function of the ventilator, a vacuum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a leakage of one of these two diaphragms, generation of a sufficient vacuum pressure and thus automatic ventilation might be restricted. The vacuum pressure (min. -80 hpa) is controlled by a pressure sensor. If the lower limit could not be reached, device alarms for reinstall ventilator. Automatic ventilation is restricted in such a case, but against the initial report, no ventilator failure occurred in this case. Manual ventilation and monitoring functions as well are not affected. Dräger finally concludes that the device behaved as specified upon the detected too low (negative) vacuum pressure likely caused by a leaky piston diaphragm and alarmed accordingly to alert the condition to the user. The issue could not be reproduced during on-site inspection and after passing all tests, the device was returned back to use without further problems reported. There were no patient consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the ventilator failed during use. There was no injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.